Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no harm or injury reported. During the evaluation of the device at a third-party service center, the device failed testing due to a faulty active exhalation control module . The device's faulty active exhalation control module needs replaced.

Manufacturer narrative:
H3 other text: device not returned to manufacturer.